Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery all night and so prior to calling, they changed the reservoir and the alarms had stopped. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The device will not be returned for analysis.